Event description:
It was reported: (covidien) received notification from a local dealer that luquid oxygen leaked from the quick-connect during the prior-to-use inspection. No pt was involved, and no injury was sustained during this inspection. A tech at covidien's technical support center in another country, evaluated the unit, and could not duplicate the reported problem.

Manufacturer narrative:
A tech at covidien's technical support center in another country, evaluated the unit, and could not duplicate the reported problem. The helios operating instructions include the following warning: "using a dry cloth that is clean, wipe and fill connector dry on both the reservoir and portable units before filling to prevent freezing and possible equipment failure." "Extreme cold hazard. Do not press or disturb the plastic poppet in the center of the fill connector of the reservoir. This will cause a release of luquid oxygen from the fill connector."